Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/04/2018. Device returned to manufacturer? Yes. Device evaluation: sample was received for investigation. Visual inspection was performed. Residues of lubricant material were observed on cartridge. The lens was received cut in two (2) pieces. No damaged was observed to the tip. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 14.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to the lens dislocating after scleral fixation. There was no incision enlargement and the patient recovered. No additional information was provided.